Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned in segments and analyzed. No anomalies were found. However, there was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled. The outer insulation was melted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The lead was stretched. Apparent explant damage was noted.

Event description:
It was reported that the lead had bad thresholds and sensing. The lead was extracted and replaced. There were no reported patient complications as a result of this event.